Event description:
On 6/11/97, surgery was performed to implant a plate. While powering a screw into the plate, the screw broke. The head of the screw and the top portion broke off. The doctor was on an angle and riding up against the plate when the screw broke. The rest of the screw remains in the patient.